Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information indicated that the blue plastic coating surrounding the access needle broke off. It was found upon removing the pedicle. The broken piece was in the pedicle; not inside the patient's body. The procedure was completed using another device.

Manufacturer narrative:
No product analysis performed. The device was discarded. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional reported that the nim pedicle access needle broke into half. There was no injury reported as a result of this event.